Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's motor blower assembly and system board were replaced to address the issue. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's replaced stirring fan foam, o2 pm1 kit, 43-micron filter and stirring fan foam. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The device's software was upgraded.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's motor blower assembly and system board were replaced to address the issue. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's replaced stirring fan foam, o2 pm1 kit, 43-micron filter and stirring fan foam. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The device's software was upgraded. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.